Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 16-apr-2020 and 13-jul-2020 recorded the rv shock impedance initially fluctuating around 60 ohms with an abrupt rise above 150 ohms in the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2020, home monitoring received an alert of shock impedance above 150 ohm. On the same date, the patient visited the hospital, and confirmed that all the polarity showed above 150 ohm, but threshold and crest value were normal. Also, there was no noise for the real time. The doctor decided to replace this lead, and set the treatment off. On (B)(6) 2020, the lead was replaced with a medtronic lead. The linox sd was capped and remains in the patient.